Event description:
It was reported, during surgery, the surgeon noted that the thread is defective. It was not possible to connect the lag screw with the screwdriver. Another screwdriver was used to complete the surgery.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.